Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. The timeline and definitive etiology of the event is unknown, therefore any temporal relationship and/or causality cannot fully be determined. However, the peritoneal dialysis registered nurse (pdrn) reported the cause of the peritonitis was believed to be due to improper aseptic technique utilized by the hospital nurses. It is also known that staphylococcus peritonitis is most commonly associated with touch contamination. There is no documentation or indication the liberty cycler caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. It is known however that undergoing of peritoneal dialysis is associated with a high risk for peritoneal infection. Although a causal relationship cannot be confirmed, a possible temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was diagnosed with peritonitis (symptoms unknown). Follow-up with the pdrn revealed that during hospitalization for an unrelated event, the patient was diagnosed with peritonitis and was transferred to the intensive care unit (ICU). The pdrn stated peritoneal effluent cultures were obtained at the hospital, and believed to be positive for staphylococcus (species unknown). The patient was treated with antibiotics; however the drug, dosage, frequency, duration and route are unknown. Additionally the pdrn reported the cause of the peritonitis was thought to be improper aseptic technique used by the hospital nurses, however no specifics were provided. The patient is currently recovering and receiving the prescribed antibiotics at home. The discharge summary was unavailable during the follow-up call, and no additional information was able to be obtained from the pdrn. It is unknown if any fresenius product(s) or device(s) were utilized during the hospitalization, however the patient did continue to receive pd therapy throughout the hospitalization.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.